Manufacturer narrative:
The device was returned for analysis. The reported partial activation failure was unable to be replicated in a testing environment due to the condition of the returned device (stent returned fully deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that inadvertent mishandling during unpackaging/removal for the tray resulted in the noted wrinkled sheath causing the stent to slightly pull out of the sheath; thus resulting in the reported activation failure/noted premature activation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 5.0x40mm absolute pro self-expanding stent partially deployed. A non-abbot device was used to continue the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.